Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service. The fse identified that the monitor had been transferred from another department and the software revision and configuration were not as expected. There was no product malfunction; this was found to be a user setup and configuration issue. The fse updated the monitor software to mirror the other monitors connected to the central monitoring.

Event description:
The customer reported when an alarm occurs (also of high priority) it does not appear on the monitor of the central monitoring system or on the other parameter monitors connected to the same central monitoring system. In addition, the alarm signal deactivates without the intervention of the operator. The device was reported to be in clinical use, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported when an alarm occurs (also of high priority) it does not appear on the monitor of the central monitoring system or on the other parameter monitors connected to the same central monitoring system. In addition, the alarm signal deactivates without the intervention of the operator. The device was reported to be in clinical use, but no adverse event to patient or user was reported.